Manufacturer narrative:
This is the first of two products involved with this event, which is associated with mfg report # 9616099-2006-01701 and 9616099-2006-01702. This device is distributed outside the united states; however, it is similar to the bare metal coronary stent delivery system distributed in united states." Additional information will be submitted within 30 days of receipt.

Event description:
Approximately eight months post index procedure, the patient experienced re-ptca (percutaneous transluminal coronary angiography) of two target lesions. The mid right coronary artery (rca) was 70% restenosed and the proximal rca was 60% restenosed. Both lesions were treated with pre-dilation and the implant of a cypher stent. The proximal left anterior descending (lad) lesion was also treated with pre-dilation and a cypher stent for progression of disease. In 2006 the pt was admitted into the hospital where angiography revealed 3-vessel disease. The proximal rca had 75% stenosis, the mid rca had 85% stenosis, the 1st and 2nd obtuse marginal (ob) had 60% stenosis and the mid lad had 50% stenosis. The mid rca was pre-dilated at 12atm and a 3.0 x 18mm bx sonic stent was placed at 12atm. The proximal rca was pre-dilated 12atm and a 3.5 x 18mm bx sonic stent was placed at 14atm. Timi flow was grade iii. The patient's medications as baseline included aspirin, ticlopidine, lmwh and beta-blockers.